Manufacturer narrative:
Additional information: concomitant medical products. One cadd-legacy plus pump was returned for analysis in fair condition with some scratches on the lens and damage to top rear housing corner. The pump was visually inspected, and the event log was reviewed in order to investigate the issue. Review of the event log did find the stated issue "no disposable alarm during an infusion (no disposable alarm recorded (B)(6) 2018 5:47pm). Visual inspection found that the tube was slightly misaligned at the flow stop occlusion valve. The pump tube is placed slightly outside the alignment marks which may affect the uso sensors ability to sense the pump tube for cassette detection. Continued inspection also found the cassette detection nub has damage. Both conditions have the possibility to result in a no disposable alarm. The pump was tested for 24 hours as per request without duplicating the stated issue. The cassette should be replaced, and dso replaced as preventative maintenance due to the damaged nub.

Manufacturer narrative:
(B)(6).

Event description:
Information was received that the cadd cassette during the use of the product, a "no message" alarm went off. No adverse patient effects.